Event description:
It was reported that the right atrial (ra) lead had an impedance rise, oversensing on the atrial channel, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).